Event description:
It was reported that the ventilator generated an alarm for battery module error. There was no patient harm. (B)(4).

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and both battery modules was replaced as recommended in the service manual and returned for further investigation. Simulated use testing of the received battery modules has reproduced the described customer issue. An evaluation of the received device logs could confirm the event. During the investigation we could see that one of the battery module has been deeply discharged. After the faulty battery was recharged using an external charger, both of the batteries were tested during ventilation using only the batteries. The battery was now working as expected. A deeply discharged battery that has dropped below 5 volt will cause a reset of the battery¿s processor memory and the battery could be hard/take a long time to charge. The battery will not communicate with the system as expected, so the reported alarm was generated. The other tested battery was working as expected and the battery remaining time will be displayed. The root cause of the event could not be determined.